Event description:
Heart palpitations. High blood pressure. Insomnia. Cramping / periodic heavy bleeding. Eye twitching. Dizziness. Ringing in ears. Numbness. Chest pain. Night sweats. Acne. Unexplained allergic reactions. (B)(4).